Event description:
It was reported that the surgeon tried to fire the scorpion through the fibrous portion of the rotator cuff. The needle did not penetrate the rotator cuff on the first attempt, he fired again and then the tip of the needle broke off inside the patient. The tip was reported to have broken at the bend where the suture catches. The surgeon modified his suture placement and completed the repair. The device was located and viewed briefly before it was lost in the shoulder tissue. A second surgery for removal of broken needle tip is not scheduled at this time due to the patient having no complaints of pain. The procedure was a rotator cuff repair/shoulder scope.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury this is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.